Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported via translation from italian to english that, "iabp positioned on 24.02 in the hemodynamics room with maneuver us guided and scopy control in pz with severe low flow rate. The device was removed after 72 hours due to occlusion of the catheter even the patient has been adequately coagulated with heparin sodica e.v.". The catheter was not replaced. No report of patient harm or injury. Patient condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported via translation from italian to english that, "iabp positioned on 24.02 in the hemodynamics room with maneuver us guided and scopy control in pz with severe low flow rate. The device was removed after 72 hours due to occlusion of the catheter even the patient has been adequately coagulated with heparin sodica e.v.". The catheter was not replaced. No report of patient harm or injury. Patient condition is reported as "fine".